Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found the coupler was not moving due to rust and a and failed water leak test from cable due to a tiny pin hole. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no device problem was found or detected. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blowing. The issue was found prior to preparation. There were no reports of patient harm.